Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the patient having trouble with inflating the device. A new inflatable penile prosthesis was implanted.